Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a leak at the level of the plunger of the syringe with low resistance. The patient had a dura mater breach resulting in headaches and had to wear a patch for a few days.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the syringe leaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that there was a leak at the level of the plunger of the syringe with low resistance. The patient had a dura mater breach resulting in headaches and had to wear a patch for a few days.